Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed an increased right ventricular (rv) lead pacing impedance measurement greater than 2,000 ohms one day post implant. The patient was not pacer dependent and the physician was electing to monitor. To date, no adverse patient effects were reported as a result of this clinical observation.